Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had a bent cannula at ninety-degree angle, so she removed the cannula and self-treated herself with an injection, but her sugar still did not lower down therefore she went to the hospital. The site location was at the hip/towards the back and the issue occurred on the first day of using infusion set. The patient was hospitalized for high blood glucose level of 400 mg/dl at the time of hospitalization and diabetes ketoacidosis. She received treatment via intravenous route. According to the doctor the patient was medically fine but did not wanted her to be released. She was hospitalized for two days and was still in the hospital at the time of reporting. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.